Event description:
It was discovered during baxter's testing that a spectrum pump experienced a false detection of a loaded set. There was no pt injury because this event occurred during testing.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the discovered symptom, which was reproduced. False detection of a loaded set was confirmed and was determined to be caused by a failed ultrasonic sensor. The failed ultrasonic sensor was replaced.